Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states that the left button is bad. Upon triage on (B)(6) 2016 the service tech found the unit had no alarm.